Manufacturer narrative:
The pump was returned to animas. There was no visible pump damage. The pump did not power on when using the battery cap returned with the pump. When a test cap was used, the pump powered on normally and was exercised with no power issues or alarms occurring. There was no damage found to the power circuit. The returned battery cap was missing a spring contact.

Event description:
The pt reported that when he reinserted a battery into the pump, the pump would not power on. He stated that the pump did not power on when inserting a new battery either.